Event description:
It was reported that a malfunction alarm was displayed with code malf 12. Customer's blood glucose level was recorded at 280 mg/dl, which is below the threshold of 500 mg/dl, indicating there was no adverse impact. Customer technical support assisted the caller with resetting the pump, after which no further malfunctions occurred. The customer was advised to continue using the pump and to call back if any issues arise.